Manufacturer narrative:
Company representative evaluated the system. An issue was identified with the system's display. Customer was provided with a loaner display, while the customer's display is being returned to the company for repair.

Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No patient injury was reported.